Event description:
It was reported that a physician discovered "old mesh" in a wound while explanting a pt's infected pump. The pt's status was undetermined at the time of the report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information: the patient's pump contained baclofen. At the pump site, the wound opened up and was draining. The physician thought the infection was (B)(6). The mesh was removed in pieces as it didn't come out in one piece. All of the mesh was removed. A physician thought that the mesh had been there for 15 years. The patient was noted to be very baclofen dependent, so they moved the pump to the other side. The patient was noted as 'doing well' since the mesh pouch was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.